Event description:
Boston scientific received information that this device was beeping six times hourly. Upon interrogation it was noted that the battery was full. The daily measurements were reviewed which showed that the shock impedances had measured zero ohms on a specific day, and the measurements before and after were all normal and stable. The patient performed isometrics and the header was manipulated which still showed normal stable measurements. The beeping was turned on and then off to reset the alert. The patient was scheduled for a routine check in. No adverse patient effects were reported.

Manufacturer narrative:
A review of the information by technical services noted that one hypothesis of this case could be electro magnetic interference (emi). A save to disk was not sent for review and the lead remains implanted.

Manufacturer narrative:
Additional information provided note that this lead will not be explanted or returned as only one out of range measurement was recorded. Should additional information become available this investigation will be updated.